Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 445 mg/dl. The customer's other blood glucose was over 300 mg/dl. The customer was treated by bolus with pump and manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer stated that insulin exited at quick release. Customer stated that auto mode was active. Customer also stated that insulin pump had calibration not accepted and change sensor alert. The insulin pump will not be returned for analysis.